Event description:
It was reported to boston scientific corporation that during preparation to place a polaris loop ureteral stent, when the device was unpacked, it was discovered that the stent was broken.no further event details have been made available to boston scientific to date.the procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly stable.

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris loop ureteral stent, when the device was unpacked, it was discovered that the stent was broken. No further event details have been made available to boston scientific to date. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿stable.¿

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris loop ureteral stent revealed that the stent was torn seven centimeters from the loop bonding, and also slightly ripped at the middle of the loop connection. The tear on the stent is consistent with one caused by the suture when it is removed. The suture was not returned with the stent. A cause for this event could not be determined because the stent condition indicates handling by the user; however, the customer stated the damage was not noticed during handling but upon opening the packaging.